Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain and chronic low back pain. It was reported patient experienced taking longer to charge implant. No further complication and no symptoms were reported.

Manufacturer narrative:
Complaint is no longer reportable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Consumer reported it was determined that something was wrong with the recharger. A new one was sent and the device was reportedly resolved. No further complications reported/anticipated.